Event description:
It was reported by the rep that the (1) 511sm was used during a laparoscopic nissen procedure. It was reported that while the surgeon was inserting the camera the gasket tore. An additional trocar was opened to complete the case. There was no patient consequence.